Event description:
A patient underwent total hip arthroplasty on (B)(6) 2019. On (B)(6) 2019, the surgeon performed a revision because the acetabular cup had changed position. No patient trauma was reported.